Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the keypad was not working. The external pulse generator (epg) was returned for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis found that the device failed functional testing for the keyboard and printed circuit board. The up and down arrow keys were not working. As a result the main board was replaced. After the repair the issue was resolved, the device passed final testing. Further analysis was performed on the main board. Visual inspection revealed no anomalies. Bench analysis found that all tests passed. Conclusion: could not verify the reported event, no defect found during additional analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.